Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device misfired, staple was not correctly shaped. Case was completed with same staples. There was no consequence to the patient. One device is being returned.

Manufacturer narrative:
Eval summary: the analysis results found that the er320 device was received in good visual condition and with two clips on the jaws, one clip was conforming and one clip was malformed. The clips were analyzed and no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.